Manufacturer narrative:
Product has not been returned and no harm(s) reported. Therefore, a DHR review was completed for kit lot number k08a110203224m3 with 0 discrepancies found (all lots passed in total per the sampling plan). A review of existing capas, scars and ncmrs were completed and there are no prior records related to "false positive" failure mode for this lot. Kit lot number k08a110203224m3, has 0 additional complaints from this customer nor any other customer associated with a "false positive" failure mode prior to the reported receipt date of (B)(6) 2022. Based on review of the product's fmeas and risk assessment documentation, false positive test results are a known possible outcome regarding this issue under evaluation, refer to fmea-001 and fmea-004. (B)(4). (B)(4). Kit lot# k08a110203224m3 DHR review reference: sample vial lot DHR review: 2202317, 2202349 (associated internal lot # 220124-1m, 220124-1p, 220124-1q) test lot dhrs review: 220236,2201259, 2202370, 2202265, 2202262, 2202369, 2202356, 2202267, 2202371, 2202355, 2202368, 2202259, 2202355, 2202268, 2202037 (associated internal lot # 220124-21s, 220008-10u, 220124-21y, 220124-6e, 220124-15h, 220124-21v, 220124-21q, 220124-6f, 220124-6l, 220124-21x, 220124-21p, 220124-24d, 220124-21o, 220124-21u, 220124-24c, 220124-15d, 220124-15k, 220124-15f, 220124-21r, 220124-21m, 220124-21n, 220124-6i, 220008-16z) based on the limited information available, root cause cannot be determined. Potential root causes include but are not limited to: environmental contamination, low viral load, and/or device failure. Lucira health will continue to monitor trends related to false positive results in accordance with post-market surveillance process. A supplemental report will be filed if any further investigation and/or additional information is obtained. Based on the complaint review, no harm was reported within the complaint. This device is marketed under eua (B)(4) check-it. Expiration date of kit lot number k08a110203224m3-01/20/2023.

Event description:
One device reported as having an alleged false positive result. The complaintant reported that an individual performed a lucira test (kit lot number k08a110203224m3) with a postitive result. The customer retested with an accula (pcr) test with a negative result.